Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece did not have ultrasound movement, had poor irrigation and overheated causing a small corneal burn during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. And additional MFR narrative. The clinical analyst has reviewed this file and stated the following: ¿the customer returned the phaco handpiece with the comment that the ultrasonic movement had failed and there was an irrigation issue. The phaco handpiece was examined by the company technical service representative and could not confirm the irrigation issue. The irrigation worked without any problem. Additional information was received from the company sales representative. A small corneal burn occurred with no sutures needed to close the wound. The patient is healing well. During the surgery the surgeon believed that there is no ultrasonic movement. The surgeon noted the phaco tip was grounded but the problem could not be resolved. The surgeon noted the ¿defective¿ phaco handpiece very hot and the patient had a small burn on the incision. The handpiece was switched out and the case was completed. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece./ was manufactured on november 10, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed a damaged strain relief. The returned handpiece was found to prime, tune and run through a 5 minute burn in with no issue. The pinouts of the handpiece were measured and found to have an intermittent short from the high electrode to the ground electrode. The flowrate of the aspiration and irrigation lines were measured and found to be within specifications per the product specification. The stroke length was measured and found to be within specifications. There was no problem found related to the aspiration or heat generation of the handpiece. Therefore, the root cause of the aspiration and temperature issues cannot be determined conclusively. The root cause of the reported phaco issue can be attributed to the moisture ingress in the handpiece. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Event description:
A healthcare professional reported that the handpiece did not have ultrasound movement, had poor irrigation and overheated causing a small corneal burn in the incision during a surgical procedure. The tip was grounded but the issue continued. The handpiece was exchanged to complete the procedure. No suture was required. Patient is recovered. Additional information has been requested and received.